Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an cataract surgery with intraocular lens (iol) implant procedure, lenes were shown to be damaged after insertion on outer edges of lens by cartridges. Additional information has been requested; however, further information has not been received.